Manufacturer narrative:
(B)94). Suspected positive bi and load not recalled. An asp field service engineer was dispatched to the site. The results are pending.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. The load was released and used on patients before the results were confirmed. The load consisted of a probe set x1, plastic or silicone device for respirator x2, surgical electrode x1, mirror for dentistry x6, battery x1, neurosurgical forceps x1 and bellow tube x2 set. After sterilization, the chemical indicator (ci) changed color correctly. There was no injury or harm associated with the issue. An fse was dispatched to assess the sterrad 100s system onsite. This event is reported to the FDA for user error. The load was partially released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Manufacturer date: 06/28/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and revealed that one bi was observed to have two spore discs during final inspection. The release criteria were met based on the ansi sample size. Trending analysis for the product code of ''suspected positive bi' was reviewed from october 2012 through september 2013. There was no significant trend observed. Trending analysis for the product code of ''load not recalled' was reviewed from october 2012 through september 2013. The risk is categorized into "as low as reasonably practicable". Trending analysis by lot number was reviewed from march 8, 2013 to september 4, 2013. This was an isolated incident. The fmea (failure mode and effects analysis) was reviewed and indicates that the risk associated with positive bi is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. Thirty-two retains bis were subject to functional evaluation. Although the retains were found to be 0+/32 bis, the concomitant test failed to meet specification; therefore, the results are considered invalid. Three cyclesure® 24 bis were returned for evaluation. Two were processed bis and one was a concomitant positive control bi. The processed bis are not clearly labeled; therefore, it is unknown which was the suspected positive bi. Processed bis ¿ the bi growth result cannot be confirmed since no media remains to confirm the presence (or absence) of growth. No anomalies were observed that would contribute to a positive bi result. The ci discs are golden in color, indicative of peroxide exposure. There is a single tyvek® liner and a single spore disc present in each bi. There are no punctures on the outer vial or tyvek® liner that would be consistent with a false positive from external contamination. Positive control ¿ the ci disc is reddish. The media color is yellow which is expected for a positive growth control. A single spore disc is present. No anomalies observed. Sterrad® malfunction is unlikely since parametric release parameters were met. The cycle passed and the ci disc changed appropriately. Additionally, the concomitant sterrad® unit was found to meet functional specification when evaluated by a dispatched fse. The customer indicated that ampoule integrity was confirmed prior to processing in the unit, and that reduction in media and/or leakage were not observed immediately after sterrad® processing. It is unlikely that pre-existing media ampoule damage was a contributing factor. Suspected positive bi ¿ the cause of the positive bi cannot be determined due to invalid retains test results. The invalid test results have been addressed in a CAPA. Additionally, no media fluid was remaining in the returned bi to confirm the positive bi result. This issue will continue to be tracked and trended. Load not recalled ¿ the product IFU states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release. A customer letter has been sent advising to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s), and to thereafter repeat the test with a second sterrad® cyclesure® 24.